Event description:
It was reported that crystals were seen on the distal end of a scope in a drying cabinet after being reprocessed. This could indicate that the system 83 was not working properly or was being used improperly to reprocess the scopes in question. Although insufficient information is available for cu to reasonably conclude that this is an MDR-reportable malfunction, cu is reporting this out of an abundance of caution.

Manufacturer narrative:
Cu conducted an investigation at the device user facility and determined that this user facility had implemented its own (inadequate) procedures for reprocessing scopes and has not been performing the indicated preventive and/or scheduled maintenance for its system 83 and such failure has resulted in the inability of this device to adequately perform its intended purpose. In order to prevent future instances of these types of user-induced malfunctions, cu has explained the proper care and maintenance, requirements of the system 83 to the user facility, offered to reeducate the user facility's reprocessing staff on the proper reprocessing method; and has performed the maintenance necessary to return the user facility's device to specification.